Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: service history review: upon further review of the device investigation, it was determined that a service history review was not performed. It was determined that a manufacturing record evaluation was not required as no manufacturer or service related issues were found. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device posted an e8 system fault) error during the temperature testing. During repair, it was observed that the device had a worn-out motor and a flex circuit causing the device to post an e8 error. It was determined that the issue was consistent with improper cleaning of the device, which was failure to follow the directions for use and would be misuse / abuse and possibly user error. It was determined that the issues were consistent with (misuse / abuse and possibly user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Service history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a service history review was performed which indicated that the device was serviced within the last year for a service condition that is not relevant to the current reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e8 error code. Further clarification was provided by the reported that the device did not issue an e8 error code and instead was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.